Event description:
It was reported that the reported issue from the previous wo was during initial testing part they verified that the water temperature increases to 30 degrees celsius and failed. Device kept cooling instead of heating. Per review of wo on 16sep2025, there was no patient involvement.

Manufacturer narrative:
The initial reporter zip is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reported issue from the previous wo was during initial testing part they verified that the water temperature increases to 30 degrees celsius and failed. Device kept cooling instead of heating. Per review of wo on 16sep2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. During initial testing part onsite "verify that the water temperature increases to 30 degrees celsius. " failed. Device kept cooling instead of heating! The reported issue was not duplicated at the depot. Functional test passed, calibration passed and electrical safety test passed. Device meets all criteria. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. No additional actions are needed. Correction: d, e, h. Initial reporter name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.